Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The returned pump was inspected and there were no physical abnormalities. No abnormalities observed on sensor face and pump passed electrical testing. The data logs from the field show stable placement signal and pump flow readings for about 30 hours of support after which placement signal starts drifting down and pump flow starts drifting up before placement signal goes out of range and pump flow calculation is lost. The root cause of the placement signal issue was determined to be sensor drift as evidenced by the identified log pattern and the sensor drift reproduction on the returned product. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. 5 pumps from lot#: 1878292 were scrapped (sn: (B)(6) for sensor fail, calculation, osp, and purge flow issues. All pumps in the batch were reworked for motor cable length issues. Also noted: qn: 210034644 revealed 57 pumps in this subcomponent lot had a labelling issue which was mentioned to not affect batch because label was not required, and 25-40707-1 was another product malfunction complaint in this subcomponent lot.

Event description:
The complainant reported that an rp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, the pump generated multiple 'placement signal unreliable' alarms. However, there were no spikes in motor current, and pump functionality remained unaffected. The physician was aware of the issue and was confident in continuing support without relying on the placement signal. No patient harm was reported.